Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon was able to complete one full squeeze of the handle. Upon beginning the 2nd squeeze, there was significant resistance in the handle. The surgeon proceeded to attempt to make small squeezes with the handle and the force from small squeezes caused the blue plastic portion of the cartridge to separate from the metal frame of the reload. The surgeon pulled on the release lever, the jaws opened, the surgeon cut the biosyn, and removed the reload from the cavity along w/pieces from the reload. A different type instrument was opened to transect around the site of the malformed staple line.